Event description:
During the diagnostic laparoscopic case the stryker, strykeflow disposable suction irrigator without disposable tip ref # (B)(4), lot 24323fg2, started to smoke and run on its own. It was then immediately removed from the field batteries removed, taken out of the room, bagged and tagged. No patient harm.